Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son called and reported that the customer experienced low blood glucose and was unconscious on (B)(6) 2020 with unknown blood glucose levels at the time of the incident. The customer was at 119 mg/dl after they treated the low. The customer was given a glucagon shot to treat. The customer was wearing the insulin pump during the incident. The caller stated the doctor allows the customer to make settings adjustments and they wanted to verify if they were correct. The insulin pump will not be returned for analysis.